Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 17241 was returned and analyzed. Visual inspection was performed, and a breach was observed on the guide wire lumen, a broken thermocouple wire was observed inside the handle, and a kink/twist was observed on the guide wire lumen. During external visual inspection of the balloon, shaft, and handle segments, blood and fluid was observed inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was used for five applications. However, the catheter usage date recorded on the smart chip did not correspond to the event date. During functional testing, the console terminated the application and triggered system notice 12211 (indicating that the console was unable to continue the performance test). During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 0.53 inches proximal to the catheter tip. During inspection of the handle segment, a broken thermocouple wire was identified inside the handle. In conclusion, the balloon catheter failed the returned product inspection due to a breach on the guidewire lumen, a broken thermocouple wire in the handle, and a guidewire lumen kink and twist. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was retracted into the sheath, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter and the coaxial umbilical cable were replaced which resolved the issue. Then a system notice was received indicating that there was a problem with the refrigerant port. The balloon catheter was reconnected, however the system notice persisted. The console was vented, and then blood was found in the coaxial port. The patient was under general anesthesia and the case was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4) . Correction: h1, b2, and img code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was retracted into the sheath, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter and the coaxial umbilical cable were replaced which resolved the issue. Then a system notice was received indicating that there was a problem with the refrigerant port. The balloon catheter was reconnected, however the system notice persisted. The console was vented, and then blood was found in the coaxial port. The patient was under general anesthesia and the case was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.